Event description:
Report received of air observed in the pca tubing distal to the apm ii pump. It was reported that an adult patient was receiving morphine at 1mg/hour. The tubing was initially primed, air was purged, and the tubing was connected to the patient. Within eight hours of the initial set-up, it was noted by the clinician that there was air in the line. Upon examination of the tubing, there were no obvious cracks or leaks. The tubing was changed, and the infusion resumed with no further problems. There were no reported adverse patient effects or delay in pain management. Additional information was requested, but no further information was provided.